Event description:
Additional information was provided by the surgeon indicating that he felt that the tear in the leaflet was due to structural valve degeneration. There was some calcium noted on the valve visually. The failure mode was primarily incompetence. The replacement device was successful and the patient went home and is well.

Manufacturer narrative:
Additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. The subject device was returned for evaluation. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with svd. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic aortic pericardial valve was explanted after approximately 13 years and six (6) months due to a tear in the leaflet at the commissure post. It was replaced with another edwards bioprosthetic aortic valve. No other details have been provided.

Manufacturer narrative:
A picture of the explanted valve was provided. The report of a tear in the leaflet was confirmed through evaluation of the image. This was performed through one color image taken of the valve at the outflow aspect. One of the leaflets was observed to be torn along the commissure. Two other leaflets were observed to be thickened and swollen at the free margin near a commissure. Minimal host tissue was observed on the stent circumference at the outflow aspect.